Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not turn on and appeared offline in remote support service (rss). A field service engineer (fse) initially disconnected the auxiliary and tower, but the station still did not power on. The back of the main cabinet was opened, and the bus cable was disconnected from all drawers. Each drawer was then reconnected one by one, and the station powered on until drawer 6 was connected, which caused it to fail again. The cover plate of drawer 6 was removed, and the retractor band cable to 6.1 was disconnected, allowing the station to power on. The drawer printed circuit board assembly (pcba) for 6.1 was replaced, the retractor band cable was reconnected, and the cover plate was reattached. After reconnecting the bus cable, the station powered up successfully with all lights on. The fse logged into hardware test application (hta), confirmed that drawers 6.1 and 6.2 were available, and ran a test on 6.1, and the functionality was verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.